Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, error c-34 on the erbe was observed. The da vinci coordinator reported issues with mono-polar energy. Mono-polar energy worked fine at the beginning of the case and suddenly stopped working. They replaced the instrument cords and instruments however the issue remained with mono-polar only. The technical support engineer (tse) confirmed multiple c-34 errors. The tse questioned if there could be anything that interfered however it was noted that there was nothing out of the ordinary in the room. The tse advised a power cycle of the integrated electrosurgical unit (iesu) and to pull the power cord for approximately 10-15 seconds however the error immediately returned once mono-polar was activated. The tse recommended to bring in another vision side cart (vsc). The surgeon continued the case using the vessel sealer (vs) instrument and would swap out towers once the case was completed. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed robotically. The system powered up normal and was working fine and then stopped working. They continued with the procedure with a different tower. There were no delays in the case during the procedure it was a smooth transition. They contacted dvstat for troubleshooting however all the steps had already been completed. No patient demographics were obtained.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe and confirmed the re-occurring error. System tested and verified ready for use. The system was tested and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the monopolar energy issues for error c-34. The unit was placed on an in-house system and was run in normal mode. A log review confirmed the simple prostatectomy procedure on (B)(6) 2022 on system sk0266. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non functioning erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.